Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the worn cable connector and the worn video socket. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the video socket wear and cable connector wear was caused by long-term use since the subject device was installed on july 30, 2015. And the video socket wear and cable connector wear might have caused the reported event.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, no video was displayed intermittently when the scope was connected. There was no report of patient injury associated with the event. The event date was unknown.